Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to foreign material on the button board. The button board was replaced to resolve the report. It could not be determined how the button board got contaminated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, the device did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.